Event description:
It was reported that the pt underwent a sling procedure following a vaginal hysterectomy and anterior repair during 2003. Since the time of surgery the pt has been in urinary retention. An unusual finding is that a foley catheter easily slips into the urethra without resistance. Urodynamics were repeated and there is no evidence of an atonic bladder. The pt has also been cytoscoped and no pathology was noted. An ultrasound shows what appears to be a mass effect around the bladder neck. The surgeon does not know its etiology or clinical significance. The physician unsuccessfully attempted to treat the pt with drugs. The physician plans to explore the surgical site and cut the tape.